Event description:
It was reported that the stimulator worked fine until about 6 months before the time of the complaint. The device then started to turn on and off, not associated with any incident or accident. The pt experienced no stimulation and a surging or fading sensation in the area of paresthesia, likened to 'when you try to start a car and it takes a few clicks of the ignition' to turn the car on. The sensation occurred at random times during the day. It occurred whether the device was fully or partially charged. It occurred without adjusting the stimulation amplitude. It was not associated with palpation, movement, or positional changes; it occurred while the pt was sitting, standing, walking or lying down. The implantable neurostimulator was set as follows: amplitude 3.7v, pulse width 450 microseconds, rate 80hz, 3 anodes, 3 cathodes. Impedance measurements were normal at 915-1349 ohms, except electrode contact 3 which was >3600 ohms. Electrode 3 was not used in the programming configuration. The device was recharged for 3.8 hours every 27 days. Reprogramming in 2008, produced no changes. The entire stimulation system was replaced with a new one. The hcp reported the pt outcome as 'no injury'. The hcp reported it was unknown what device component to attribute the pt symptoms.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.